Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed the power extension cable was frayed, with exposed wires. The reported complaint that the cmems device could not safely be powered on due to damage to the power extension cable was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
When an attempt was made to power the patient electronic unit on, it sparked at the power connection port. It was advised to unplug the unit for safety and not power it on. The unit was replaced.